Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2020 and it was secured at 34cm from the insertion site. Crack was found at around 33cm on the catheter and leakage was also found on (B)(6) 2021. There was no reported patient injury.